Event description:
*Us legal* it was reported that the plaintiff underwent a second medically indicated revision on (B)(6) 2020 due to infection. An irrigation, debridement and poly (stryker) exchange was performed. A new s&n head was implanted alongside competitor devices. Patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the clinical information provided, of the elevated metal ion levels and the description of the discolored tissue and the corrosive material may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. The root medical cause of the infection that precipitated the second revision cannot be concluded with the provided material. The root cause of the continued infection that made the third revision necessary also cannot be concluded. It is unknown if the previous osteomyelitis contributed to the infections. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, just 4 weeks after the first revision the second revision was performed due to an infection. Again, the operative report documents; ¿an abundant amount of purulent tissue was in the subcutaneous area. ¿ the fascia also had dehisced. A through debridement was performed. Irrigation with betadine, chlorhexidine and 6 liters of saline was completed.¿ noted in that operative report was the comment; ¿we did instruct the patient that there is a high likelihood of a recurrence of infection given that with these cases of metal on metal the recurrence rates are quite high of needing a 2-stage revision in the future.¿ the root medical cause of the infection that precipitated the second revision cannot be concluded with the provided material. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.